Event description:
According to the initial reporter: on (B)(6) 2006, a 19-year-old male patient underwent an unspecified procedure in which the gunther tulip vena cava filter was implanted. Gunther tulip ivcf placed in 2006 found to be multiply fractured, in at least 5 pieces. Ivc occluded. Filter. Removed with forceps. Half of 2 legs, one thin wire tulip petal, and half of another tulip petal left extravascular. F28 no code available for fragments of a device left in patient.